Event description:
It was reported that, during a tka surgery, a journ art ins bcs std 3-4 lt11 was found broken. This was noticed while instruments were inside patient. Surgery was completed removing the pieces with a pair of surgical grabbers, without any delay ,with a sn back-up device. No harm to the patient or any further complications reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to, excessive forces applied to implant or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: b3 / b4 / b5 / b6 and d3

Manufacturer narrative:
Corrected data: b5 (narrative), h6 (imdrf annex e, a and f codes).

Event description:
It was reported that a revision surgery was performed on (B)(6) 2021 to exchange a journ art ins bcs std 3-4 lt11 due to a broken post. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tka surgery, a journ art ins bcs std 3-4 lt11 was found broken. This was noticed while instruments were inside patient. Surgery was completed, without any delay ,with a sn back-up device. No harm to the patient or any further complications reported.